Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a blower temp high. No patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer replaced the blower to resolve this issue.